Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, broken shell, missing shell, total delamination of plug strap disk shell, and white particles in device outer surface. A microscopic analysis and leak test were performed which identified a striated broken edge, wear abrasion, and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was three striated patterns along the same broken edge in the radius side assessed as surgical damage, missing shell assessed as inconclusive, and total delamination of plug strap disk shell assessed as adhesive failure. Additional, changed, and/or corrected data: h3., h.6.

Event description:
Healthcare professional reported "right side deflation" and "implant adhered to scar tissue". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation" and "implant adhered to scar tissue". Device has been explanted.